Event description:
It was reported that the m91 power chair was pulling to the right and that the motor was chattering. The dealer stated that this is a ten year old chair and not a manufacturing defect.